Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received states that there was no malfunction or allegation of malfunction on the lead. The lead was opened by mistake. The patient was stable.

Event description:
It was reported that the lead was opened but not used. Additional information was requested but has not been received. No further information is available at this time.